Manufacturer narrative:
Follow-up # 1 (06/07/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2010. The cca was advised the patient does not take medication to manage his diabetes. It is not known what action the patient took at the time of the alleged issue; however, a week after the start of the alleged issue, the reporter stated the patient took more food and/ or drink. Later the same day of the alleged issue, the reporter claimed the patient felt dizzy and cold sweats. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the reporter through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.